Event description:
Additional information was from a healthcare provider (hcp) via a company representative stated that the original catheter had obstruction and was replaced. The catheter was revised due to granuloma. The issue was resolved.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable pump. It was reported that there was a catheter revision. The rep stated that they were not sure if any environmental/external/patient factors had led or contributed to the event, if any diagnostics/troubleshooting were performed or if any actions/interventions were taken. It was unknown if the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6)2022; explant date (B)(6) 2025; UDI: (B)(4); ubd: 2024-03-04 brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6)2022; explant date (B)(6) 2025; UDI: (B)(4); ubd: 2024-03-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.